Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture and residue/debris on product. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with elevated iop. Lens exchanged with same length lens and removed the remaining ovd. Problem was resolved. Cause of the event was reported as user error.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).